Event description:
It was reported that after an uneventful da vinci-assisted morgagni hernia repair procedure, the patient expired due to unknown causes. The hospital certified surgical technologist (cst) who was present during the surgery reported to the intuitive surgical, inc. (Isi) clinical sales representative that the procedure went well, without complications, and the patient woke up and went into post-operation care fine. However, at an unspecified time later the patient complained of shortness of breath and then passed away shortly after. It was reported that the hospital site is investigating the cause of death, and the potential causes were pulmonary embolism or cardiac tamponade. Additional information, including whether an autopsy was performed, was requested; however, no further details have been provided.

Manufacturer narrative:
Based on the information obtained at this time, the root cause of the sudden patient death is unknown. The surgical staff reported that the surgical procedure was performed without complications. There is no report or indication of a da vinci system, instrument or accessory issue during the procedure. Review of the system logs found no relevant errors were observed during this procedure. It was also determined that 3 subsequent procedures have been performed with this system after the reported event with no complaints reported. Review of the instrument logs for this procedure found that all but one of the instruments used in the procedure were used in subsequent procedures with no issues reported. A device history record (DHR) review was performed and no non-conformances were found with any of the instruments or systems used during this procedure. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a morgagni hernia repair. By definition, a morgagni hernia is an anterior and centrally located congenital diaphragmatic hernia. According to the information provided in the summary of events, the repair went well and the patient was initially awoken from anesthesia, but then began having shortness of breath which proceeded to cardiac arrest. The time course of these events and their relationship to the procedure were not provided. As a morgagni defect is typically close to the pericardium and underside of the heart, a potential cause of the patient¿s demise may have been cardiac tamponade. A pulmonary embolus was also in the differential according to the hospital. A confirmed cause was not provided. Based on the information received in the summary of events, insufficient information is available to ascertain if any intuitive surgical products or instruments contributed to this event.